Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. The insulin pump was received with cracked display window corner and battery tube threads.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 4 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.